Event description:
The technician alleged the brake pedal locks into brake mode, but when the bed is pushed the brake pedal pops out of brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the bushings on the brake mechanism block assembly to resolve the issue.